Event description:
It was reported to philips that the device has a configuration that is lost and no ECG waveform. There was no report of pt involvement.

Manufacturer narrative:
(B)(4). A f/u report will be submitted once the investigation is complete.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.